Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable; lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation/application of the preloaded intraocular lens (iol) a piece of plastic was introduced into the eye. There was no impact to the patient. Account indicated that the patient is well. The piece of plastic is available for return. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was returned. Visual inspection revealed an unknown material taped to the container and circled in red. Viscoelastic residue was observed throughout the cartridge. No issues were identified with the received smartload device. The material was composed of polyetherimide. The fourier transform infrared spectroscopy (ftir) spectrum raw data output file generated was compared against the manufacturing process library and did not yield any results with at least a 0.9000 correlation. The top hit was ¿haptic blocker¿ with a 0.6228 correlation. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.